Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. The receiver will charge and boot. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Perform drop test and manual "try it" audio function: passed. Open receiver for internal inspection and passed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Perform drop test and manual "try it" audio function: passed. The customer's complaint was not confirmed because there is no indication of intermittent audio output detected the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.